Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown), the device took an extended time to discharge. The device then discharged while the clinician was performing CPR. The clinician received an unintended delivery of energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. However, the nurse was medically cleared.

Manufacturer narrative:
The reported malfunction of "took an extended time to discharge" was not verified. However, review of the device activity logs showed that the user pressed the charge button, then changed the energy setting. Changing the energy setting will internally dump the charging energy. The shock button was pressed and the device correctly alerted the user that the device was not charged (due to energy setting change) followed by more attempts to shock. The log also shows that the user again presses the charge button, then the shock button and the device discharges the energy with no delay. The device was recertified and returned to the customer. The reported malfunction of "electrical shock to user" was not confirmed. After the customer changed the energy setting and the device internally dumped the charged energy, the nurse went back to performing CPR. Our review of the alog is not able to confirm that CPR was being performed. However, the log does show that presumably the user (likely a second provider) pressed the charge and shock buttons. The r series operator's guide indicates: warn all persons in attendance of the patient to "stand clear" prior to defibrillator discharge. Do not touch the bed, patient or any equipment connected to the patient during defibrillation. This report has been attributed to user error. The multi-function cable and electrodes used in the event were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.